Event description:
It was reported that it was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05006. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele and rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent paravaginal repair at time of mesh implantation due to vaginal vault prolapse, pain and stress urinary incontinence. It was reported that the patient underwent removal of infected mesh due to bladder pain, pelvic abscess and graft complications on (B)(6) 2007. The patient underwent an additional mesh implantation in order to treat cystocele, enterocele, prolapse and pain on (B)(6) 2008. (B)(4).